Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate shocks for atrial fibrillation with rapid ventricular response. Programming changes were made. No reoccurring events of inappropriate shocks. The patient condition is stable.